Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 359 mg/dl. The customer stated she was getting no delivery alarms and no insulin from the pump. The customer was advised to check the status screen. The customer was advised to program a 1.0u fixed prime until insulin is visible at the end of tubing. The customer stated that she did not have a tubing clamp. The customer stated that she would return her fill cannula amount to 0.0. The customer will be sent a tubing clamp to perform the hp test.